Event description:
It was reported that the customer had a no delivery alerts on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated unexplained no delivery alerts and frequent battery changes. The customer insulin pump will be replaced. The customer declined 24 hour helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.